Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Patient financial services received a notification regarding the customer's passing on (B)(6) 2015. Attempts were made to contact the family of the customer however no one answered the phone. Additional attempts will be made to contact the customer's family. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.